Manufacturer narrative:
Complaint is confirmed. Upon visual evaluation revealed that the jaw is broken off. This is typically caused by applying excessive force while grasping and manipulating tissue or when applying excessive leveraging forces. The cause remains undetermined. Functional test was not performed due to the damage to the device.

Event description:
On 03/08/2023, it was reported by a distributor via sems that an ar-13997sf fastpass scorpion broke. This occurred during a case on (B)(6) 2023 when the point of the scorpion broke off. No additional information was provided. Additional information has been requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.